Event description:
Customer reports that a reagent manifold was changed on a rapidlab 1265 at their site on friday, (B) (6). The following monday morning, a puddle of waste was discovered in the manifold area. Upon inspection of the manifold, it was discovered that the waste tube on the rear of the manifold was missing. Manifold for this instrument includes waste tubing. Therefore, an incorrect manifold was installed during maintenance.

Manufacturer narrative:
Customer replaced the incorrect manifold with the correct model which included waste tubing. This is being reported because the event occurred in a biohazard environment.